Event description:
It was reported that the microbore tri-fuse extension set, 3 IV c leaked during use. Additionally, intralipids also reportedly back-flowed through the set. The following information was provided by the initial reporter: "upon first assessment I opened isolette and found a wet spot on linen under where the tubing/tri-fuse was laying. Noted to be leaking at smart site on tri-fuse as well as intralipids and tpn backing up into each other. Device switched out in proper fashion, and old tri-fuse placed in biohazard bag and given to charge rns".

Manufacturer narrative:
The following are possible lot numbers: d4: medical device lot #: 20076472. D4: medical device expiration date: 2023-07-27. H4: device manufacture date: 2020-10-14. D4: medical device lot #: 20105579. D4: medical device expiration date: 2023-10-10. H4: device manufacture date: 2020-10-20. H6: investigation summary: the customer reported the tubing was leaking and the lipids/tpn inside were backing up. The customer returned one used sample of material #mz9266. The complaint could not be verified and no leaking or backing up was found. The trifuse set was tested with a submerged pressure leak test to check for bubbles, and none were found. The set held tight at 35 psi for over 10 seconds and did not leak. The batch number is not known for sure, but two possible lots were reported. A device history record review for model mz9266 lot number 20076472 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz9266 lot number 20105579 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. When administering different nutrients through filtered sets, that sets must be switched in shorter intervals than those of regular soluble medications/ saline solutions. This complaint dealt with lipids/tpn and this is a nutrient which will shorten the period in which set is to be active with patient. When lipids are administered, the set should be swapped every 12 hrs. Check with customer advocacy to determine the recommended time for a given medication when using filtered sets. The root cause is unknown without a replicated failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the microbore tri-fuse extension set, 3 IV c leaked during use. Additionally, intralipids also reportedly back-flowed through the set. The following information was provided by the initial reporter: "upon first assessment I opened isolette and found a wet spot on linen under where the tubing/tri-fuse was laying. Noted to be leaking at smart site on tri-fuse as well as intralipids and tpn backing up into each other. Device switched out in proper fashion, and old tri-fuse placed in biohazard bag and given to charge rns".